Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient heard the device alert. A lead integrity alert presented for short v-v intervals and short non-sustained tachycardia. Over-sensing of lead noise resulted in pacing inhibition and the patient experienced pre-syncope. It was also reported the lead displayed a rise and high thresholds and impedance, and was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.